Event description:
The patient reportedly experienced swelling along with sound quality issues with her device. It was also noted that the patient had history of allergies and is currently on prednisone. However, allergy testing performed prior to the implantation was negative. Advanced bionics is in the process of gathering more information is currently on prednisone. However, the allergy testing prior to the implantation was negative. Advanced bionics is in the process of gathering more info.